Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was noted that the patient¿s trial started on (B)(6) 2020. It was reported that the patient has not had a bowel movement since the procedure and she is concerned about it. She is also not voiding the same as she was prior to the procedure. Her frequency has increased and her stream is very weak. Her vagina is blistery and like it is getting like a pinching feeling and not really the stimulation sensation. She also stated that her device had some connection issues yesterday but seems to be fine today. The patient called back on (B)(6) 2020 to report that she had constipation and diarrhea. On (B)(6) 2020, the patient called stating she does not feel the therapy to be working as she is still having bowel leaks after she passes gas and still has little time to make it to the bathroom. The patient stated that the programmer will say "communication lost, connecting to device". The patient said she had shut the programmer off and rebooted it 3 times now. The patient mentioned she has yet to find a program that works for her. The patient has been advised to contact her clinician with her health concerns and for advice. On (B)(6) 2020, the patient stated that she was passing a lot of gas and experiencing leakage, no soil on the pad, just fecal seepage when she wiped. This happened 6x in a 24 hour period. The manufacturer representative (rep) switched her back to program 1 and is now at 0.7 and comfortable. She decreased it from 0.8 because the sensation was felt all the time and she did not like it. She has not had any diarrhea or has not been constipated since. She started off frustrated and backed up. Prior, the patient would have irritable bowel syndrome and would be constipated and then would have diarrhea. She takes imodium and mira-iax. The patient has not had an accident since 10:30 am yesterday. On (B)(6) 2020, the patient said she has been passing liquid. Her day started with cramping and she seemed to be stuck in the bathroom constantly from 7:40 am to 1:30 pm on (B)(6) 2020. The patient said she has not had any stability from the start and does not know if it has to do with the irritable bowel syndrome bouts or if it has to do with the ins. The patient feels that her bowels are very loose and if they stay this way, she cannot go anywhere. It was advised for the patient to contact her healthcare professional as soon as she can. No further patient complications are anticipated or expected as a result of this event.